Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. Per the tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them.

Event description:
It was reported that the insulin gauge was inaccurate after the pump was exposed to an xray machine. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.